Manufacturer narrative:
The lead was returned with no reported event. As received, only the connector portion of the lead was returned in one piece for analysis. Visual inspection found an external insulation abrasion 11.7 cm to 12.5 cm from the connector pin breaching the optim sheath with intact silicone insulation beneath at the proximal region. The cause of external insulation abrasion is consistent with friction to device can.

Event description:
This report is to advise of an event observed during analysis.